Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra mini meter does not turn on. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began on the morning of (B)(6) 2019. He reported that he manages his diabetes using insulin (self-adjuster). The patient confirmed that he made no changes to his normal diabetes management regimen. The patient alleges that on (B)(6) 2019, he developed symptoms of ¿headaches and tiredness¿. In response to the symptoms on (B)(6) 2019 he attended his doctor, alleging that a result of ¿around 360 mg/dl¿ was obtained on the doctor¿s meter, and he was treated with 8 units of insulin. During troubleshooting the csr noted this was not the first time the product was being used, there was no obvious misuse of the meter, and the correct test strips were being used. When the power button was pressed for at least 10 seconds, the meter did not power on. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began, and there is insufficient information to rule out the contribution of the subject meter to the event.